Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported damage to the delivery catheter pod. It may be possible that the damage occurred during preparation, removal from the loading tray, or during removal of the barewire prior to use; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 95% stenosed internal carotid artery. The emboshield nav6 embolic protection system (eps) was prepped and after the filter entered the delivery catheter, the bare wire was removed from the delivery catheter and then advanced into the anatomy. When the bare wire was in place in the vessel, it was found that the tip of the delivery catheter was separated and was not able to be loaded back onto the barewire. The delivery catheter was not used in the patient. A new emboshield nav6 was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.